Event description:
It has been reported that during the procedure, the physician was concerned about the blood clot which formed underneath the valve of the device. The procedure was finished with this device. There is no report of pt injury and the device is not being returned for analysis.